Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced chest pain. The leadless implantable pulse generator (ipg) failed insertion due to no capture. The device was explanted and will replaced at a later date. No further patient complications have been reported as a result of this event.